Event description:
The pilot balloon has a hole in it. The "itt" was put in the pt and the cuff inflated. It was then noticed that it was leaking. The anesthesiologist kept reinflating the balloon until he was able to replace it with another endotracheal tube. There was no pt injury.